Manufacturer narrative:
Description of problem or event: new, updated and corrected information is referenced within the update statements. Please refer to update statement(s) dated 25jun2019. No further follow-up is planned. Evaluation summary: a male patient reported that the dose of his humapen ergo ii device was not correct since he had been using the pen for a long time (since 2014). The patient experienced hypoglycemia. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reportedly used the device since 2014. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the event of hypoglycemia.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product compliant (pc), concerned a (B)(6) (at the time of initial report) male patient of unspecified origin. Medical history included hypertension, mobility inconvenience, insomnia, hemodialysis and renal insufficiency. Previous drug adverse reactions were none. Family adverse drug reactions/events were allergic to erythromycin ointment for external use. Concomitant medications included acetyl salicylic acid, ferrous sulfosuccinate and unspecified oral medication all for unknown indication. The patient received human insulin (rdna origin) injection (humulin 100u/ml: specific type not provided) through a cartridge via a reusable humapen ergo ii pen at 8u thrice a day, subcutaneously for the treatment of diabetes mellitus, beginning on an unspecified date in 2009 and also received another human insulin (rdna origin) injection (humulin 100u/ml: specific type not provided) through a cartridge via reusable humapen ergo ii pen unknown dose thrice a day subcutaneously for the treatment of diabetes mellitus, beginning on an unspecified date. In (B)(6) 2019 or (B)(6) 2019 during the treatment of human insulin (unspecified), he had hypoglycemic fainting (blood glucose value were 2.6, 2.7). He changed prescription dose morning 8, noon 8, night 8 by himself (specific changed dose was not provided). The event of hypoglycemic fainting was considered as serious by the company due to medically significant reasons. He ate something (soak boiling water with biscuits) and got recovered after about 10 minutes. Due to use the humapen ergo ii for a long time, so he suspected the injected dose was incorrect ((B)(4), lot unknown). Additionally, he had hemodialysis during the use of insulin human due to renal insufficiency (pre-existing condition). Information regarding corrective treatment for remaining events was not provided. Outcome of events hypoglycemic fainting was resolved while that of remaining events was resolving. The status of human insulin therapy was not provided and for other human insulin therapy was continued. The user of the humapen ergo ii and his/her training status was not provided. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use were not provided. The suspect device was not returned to the manufacturer. The reporting consumer was not sure about the relatedness of events with human insulin therapy or other human insulin therapy and did not provide the relatedness of events with humapen ergo ii. Update 20-jun-2019: additional information was received from the initial reporting consumer on (B)(6) 2019. Added product complaint number and updated pc accordingly. Updated treatment received for events fainting and hypoglycemia as yes from unknown and outcome of these events as resolved from resolving. Updated narrative with new information. Edit 20jun2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Update 25jun2019: additional information received on (B)(4) 2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(4) (EU/(B)(4)) device information, improper use and storage from no to yes, and device return status to not returned to manufacturer for (B)(4) with unknown lot relating to humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 28jun2019: additional information received on (B)(4) 2019 from the global product complaint database. No new information was added.